Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on both eyes (ou) at same day of laser treatment. A brief description from the surgery center indicated, it was a non-symptomatic diffuse lamellar keratitis (dlk). Topical steroids and oral prednisone were used to treat the symptoms. Pre-op; bcva from (B)(6) 2016; right eye pre-op 20/20 -1.00 x .00 x 90; left eye pre-op 20/20 -1.00 x .00 x 90.